Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one of three device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-07041, 1225714-2014-07042, and 2937457-2014-01822. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient subsequently expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.